Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump site change reminder setting was inaccurate, cause was unknown. Customer declined further troubleshooting. There was no adverse impact to blood glucose.